Manufacturer narrative:
Plant investigation:the actual device was returned to the manufacturer. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover.there were indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane.there were visual indications of dried fluid found in between of the pump assembly and display assembly..there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. There was visual evidence of a clog (fluid) in hp1 and hp2 filters which is a related failure to the reported symptom code air detected in cassette warning. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification.a post-accelerated stress test(ast)2 hour 15min 8500 ml simulated treatment was performed. An alarm (sb supply bag lines are blocked)occurred during dwell 4 of 4. The treatment was canceled. A clog in hp1 and hp2 filters (fluid) was encountered. Replaced hp1 and hp2 filters then resumed the simulated treatment. A post- ast 2 hour 15 min 8500 ml simulated treatment was completed without any failures or problems.no fluid leaks in test cassette during test.a review of the device manufacturing records was conducted by the manufacturer.there were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. The device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.the cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that there were 3 air detected in cassette alarms during drain 1 of 4. The patient reported that after cancelling treatment, there was fluid found inside the cassette door of the cycler in the pump module area and on the exterior of the cassette. The patient was advised to discontinue use of the cycler. A new cycler was issued. The patient was advised to follow up with the patient¿s peritoneal dialysis nurse (pdrn). Upon follow up, the patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that there were 3 air detected in cassette alarms during drain 1 of 4. The patient reported that after cancelling treatment, there was fluid found inside the cassette door of the cycler in the pump module area and on the exterior of the cassette. The patient was advised to discontinue use of the cycler. A new cycler was issued. The patient was advised to follow up with the patient¿s peritoneal dialysis nurse (pdrn). Upon follow up, the patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler is available to be returned to the manufacturer for physical evaluation.